Event description:
Follow-up information was received on 04-jan-2021: the author reported that the patient was a foreigner, who presented to their institution for a second opinion. She subsequently went back to her home country for further treatment. The author did not know the brand of the filler. The author did not know her final outcome. The outcome of the events was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, acute loss of vision (loss of vision), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: toh zh, kan jt, yip cc. Ophthalmic artery occlusion after dermal fillers injection. Can j ophthalmol. 2020 dec;55(6):530. Doi: 10.1016/j.jcjo.2020.06.006. Epub 2020 jul 31. Pmid: 32745460.

Event description:
This is a literature report from a photo essay describing an ophthalmic artery occlusion after dermal fillers injection. This literature report from (B)(6) concerns a young female patient. She was injected with hyaluronic acid, into the left side nasal. Within a few minutes after the treatment with hyaluronic acid, the patient developed a left-sided headache, periorbital pain and acute loss of vision. Visual acuity of her left eye was no light perception, with a grade 4 relative afferent pupillary defect. Posterior segment examination revealed marked edema of the posterior pole with absence of cherry-red spot, suggestive of an iatrogenic ophthalmic artery occlusion. Multiple emboli were seen within the central retina artery and branching arterioles. Fundus fluorescein angiography showed delayed arm-retina time, absence of choroidal flush, and nonperfusion of central retina artery. The outcome of the events was unknown.